Manufacturer narrative:
Pump remains implanted, controller and batteries have not been received.

Event description:
Approximately one year, four months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other and critical battery alarms. All the batteries and the controller were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement batteries and controller. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Five batteries and controller were replaced and returned for evaluation. A review of the device history records (DHR) of all returned devices did not reveal manufacturing contributed to the event. All batteries passed external visual inspection, and all but one passed functional test. Battery (B)(4) passed visual inspection but failed functional test due to a faulty u2 component. All but one battery ((B)(4) ) performed as expected; a review of the log files confirmed critical battery alarms occurred on all batteries and power switching events were confirmed. Most likely root cause of the premature power switching and critical alarm can be attributed to a communication anomaly between the controller and battery. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The pump remains implanted. The controller ((B)(4) ) and six batteries ((B)(4)) were received by the manufacturer on 29 sept 2014. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Date of event: (B)(6) 2014. Device remains implanted.